Event description:
Boston scientific (bsc) crm received and reported the following information: "this left ventricular (lv) lead was not functioning appropriately. The lead was explanted and returned for testing.

Manufacturer narrative:
Method code: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion code: the cause of "the lead not functioning appropriately" cannot be determined based on the information available. Code: only a section of the lead, approximately 3cm long was returned. There are no suitable tests to evaluate the potential for the lead to have contributed to the event.